Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the displacement accuracy test. No pump error 23 alarms or under delivery anomaly noted during testing. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power loss alarms due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. No unexpected pump error 23 alarms, replace battery now or battery failed alarms noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced hyperglycemia with blood glucose level of 24.6 mmol/l. Customer stated that the blood glucose went high due to not receiving insulin from insulin pump. Customer did not mention any treatment and symptoms related to high blood glucose level. Customer stated that insulin pump stopped working over night and had unexpected restart alarm. Customer stated that they were able to clear the alarm and also were able to rewound the insulin pump. The insulin pump will be returned for analysis.